Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 573 mg/dl; cause was unknown. There were no issues with the cartridge, infusion set tubing, cannula or insulin observed. The customer attempted to address their high bg prior to their ER visit by administering a bolus via the pump and reverting to multiple dose injections for insulin therapy. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.